Event description:
The customer contacted abbott regarding frequent hemoglobin "syringe fail to home" error messages for the cell-dyn sapphire hematology analyzer. The customer reported the error can be cleared and was able to continue assaying pt samples. The abbott customer technical advocate (cta) advised the customer to clean syringe and replace if necessary. The customer continued to observe the "syringe fail to home" error messages and requested assistance from abbott field service. Field service installed new syringe and resolved the customer's issue; however, the customer contacted abbott about three days after service to the analyzer to report the issue has persisted. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Manufacturer narrative:
(B)(4). This follow up MDR for remedial correction 2919069-8/6/07-004-c is submitted late. Concomitant medical products: cell-dyn sapphire hemoglobin syringe, list # 8h49-02. In the previously submitted medwatch -02 follow up, the customer complaint was not associated with remedial action correction 2919069-8/6/07-004-c. The customer used an unknown lot of the suspect device at the customer facility and the issue is now associated with 2919069-8/6/07-004-c. The cell-dyn sapphire hemoglobin syringe, list number 8h49-02, was manufactured on (B)(4) 2007 and was identified by the vendor to have been manufactured with insufficient or inconsistent amount of silicone lubricant applied to the tip of the syringe plunger. The affected syringes with a package date of (B)(4) 2007 through (B)(4) 2007, caused the cell-dyn sapphire analyzer to generate an error message upon installation of the syringe or shortly thereafter. The cell-dyn sapphire hemoglobin syringe was distributed for the cell-dyn sapphire analyzer only and did not impact other cell-dyn analyzers. The issue was resolved when a new cell-dyn sapphire hemoglobin syringe, list 8h49-04, was manufactured by a new vendor and released for distribution on (B)(4) 2009.